Manufacturer narrative:
This is one of two initial/final MDR report being submitted for this complaint with associated manufacturer report 2954740-2016-00118. (B)(4). Lot number reported as c35699, however this lot number is not valid lot for the returned cdf10031030. Concomitant products: excelsior sl10 microcatheter (lot unknown). Very limited information was received. The unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. Under (B)(4), the two cdf10031030, deltapaq, 3x10 microcoil systems were received in separate packaging and unidentified as to which lot number they belong to (c35669 or c36152). In addition, one of the packages under (B)(4) was identified as a cdf10041030 which is not either of the cdf10031030 microcoil systems as contained in this complaint. Due to the fact that both cdf10031030 were not identified as to which lot number they belong to, this microcoil system will be identified as coil ¿a¿ for inspection purposes. Concerning coil ¿a¿: as viewed through the returned packaging, unreported damage of the device positioning unit (dpu) and the coil were found protruding through the introducer sheath. Further unreported coil stretching was also found. Located 33.0 centimeters off the distal tip of the green introducer, the coil and dpu were found protruding outside the sheath. Unreported damage of the resheathing tool being removed from the introducer sheath was found. Coil ¿a¿ has been dimensionally identified as a 3x10 coil. Unreported damage located 8 millimeters and 1.0 centimeter off the distal tip of the dpu are two kinked sections of the grey tip coil. No mechanical sheath damage was found at the protrusion site. Unreported damage of the coil¿s socket ring being fractured at the solder connection was found. The fracture is ductile in nature requiring external force. No material defects were found. The proximal section of the coil found outside the introducer sheath was returned stretched. The remainder of the coil past the stretched section is undamaged. No manufacturing defects were found. The circumstances of how and when all the above unreported damage found to the returned microcoil system occurred cannot be determined. The complaint of the coil not able to be advanced inside the unidentified microcatheter cannot be confirmed. Without the return of the unknown microcatheter and due to the unreported severe damage to the coil, no laboratory testing was possible to duplicate or confirm the field complaint; therefore the root cause of the coil unable to be advanced inside the microcatheter cannot be determined. In addition, without the identification or the return of the unknown microcatheter and the rhv used in the procedure, it cannot be determined if these components contributed to the complaint event. The lot number was reported as unknown; therefore a review of the manufacturing documentation associated with this lot could not be completed.

Event description:
As reported by the health care professional, both deltapaq coils (cdf10031030/c36152 and cdf10031030/unknown lot#) did not advance through the microcatheter (competitor's product) body during the procedure. The procedure was treatment of right middle cerebral artery aneurysm. There were no adverse events reported. There were no interventional treatments or surgical delay reported. An adequate continuous flush was maintained through the catheter. There was no damage noted on the microcatheter prior to use. The reported event did not require the exchange of the microcatheter and other products were successfully used with the concomitant devices prior to or after the encountered resistance. Products are available for analysis.